Event description:
It was reported that the patient experienced an incomplete resolution of their spinal stenosis symptoms. It was noted that there were no device issues, but the patient elected to have spinal surgery. The patient underwent an explant procedure and the indirect decompression (ID) spacer was explanted. The procedure was completed successfully. The explanted spacer was disposed by the medical facility and will not be returned for device analysis.